Manufacturer narrative:
User facility contacted magellan's product support team to report the instrument produced a popping noise once new batteries were installed into the battery board compartment. Then, the user noticed fluid leaking from the left side of the battery board compartment. The unit was returned to magellan for investigation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) would not power on with installed batteries but did power on with the returned leadcare ac adapter. Also, battery acid was visible on the left side of the battery board compartment. Battery leakage upon initial insertion is generally associated with use error, specifically not inserting the batteries according to the diagram on the analyzer. No user or patient impact or harm was reported. (B)(4).

Event description:
User facility contacted magellan's product support team to report the instrument produced a popping noise once new batteries were installed into the battery board compartment. Then, the user noticed fluid leaking from the left side of the battery board compartment.